Event description:
It was reported that 26 months after the xience v stent implantation in the mid-right coronary artery (rca) and the non-abbott stent implantation in the mid-1st obtuse marginal coronary artery (implanted (B)(6) 2008), the patient underwent additional stent implantation in the distal rca. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.